Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report c 34 error on the generator. Tse verified site has tried another bipolar cable, tried another port, perform power reset and hard power reset. Problem still persisted. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive iesu to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review. During testing, the unit displayed c 34 at startup, and the generator logs recorded c 00. Visual inspection also identified scratches on the hard cover and bezel. The probable root cause of error c 34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.